Event description:
(B)(6) 2014, the reporter contacted animas alleging a casing condition issue. The reporter stated that there was a crack in the battery compartment. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.